Event description:
Customer reported that in the cvicu, the alaris pump module shut off without an alarm. The cardiac pt was very sick and on an intra-aortic balloon pump. At about 8am, the pt's blood pressure decreased and the nurse found the vasopressin running on this pump module had turned off without an alarm. The pump was turned back on and a fluid bolus was needed to be given to the pt, who then recovered. No additional information was available.

Manufacturer narrative:
Pt info. Requested and all available information is included. This report was filed by the manufacturer. The product was received. Investigation is not complete. A f/u report will be submitted with any relevant information.